Event description:
The pt experienced a loss of therapeutic effect and her device "sometimes worked and sometimes it did not". It was noted that "it took her physician three tries to get her implant right and that she had an open wound for 6 months". The pt was at home in fair condition. Further info has been requested from the healthcare professional.

Manufacturer narrative:
(B) (4).